Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer had experienced a high blood glucose event and insulin pump had a stuck button. The customer¿s blood glucose was 440 mg/dl at the time of incident. Customer's parent stated that the insulin pump stopped working and the infusion set cannula was filled with blood and it was occluded. Unable to troubleshoot for high blood glucose due to insulin pump stuck button issue. The insulin pump is not expected to return for analysis.